Event description:
The customer reported a filament regulator error. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.